Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump time is "delayed by 15 minutes". Tandem technical support requested pump data be uploaded for review. Multiple attempts were made to follow up with the customer regarding the reported issue. No response from the customer was received.